Event description:
It was reported that a symptomatic patient with presyncope episode presented to emergency room in ventricular tachycardia that was not sensed by device and external defibrillation was administered. Device was then not able to be interrogated with 2 different programmers. Patient was admitted to the hospital and intubated in the ICU, and another external shock was applied while in the ICU. As a result of other comorbidities, a device change-out has not been performed. Patient was given medication and patient was discharged with lifevest and will continue to be monitored until a change-out is schedule.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.